Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent excision of 1 cm of tension free vaginal tape suburethrally on (B)(6) 2003 due to erosion. It was reported that on (B)(6) 2003 patient underwent operative laparoscopy with lysis of significant pelvic adhesions. No additional information provided.

Manufacturer narrative:
Date sent to the FDA: 01/15/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted. It was reported that the patient underwent open umbilical hernia repair, laparoscopic lysis of intraabdominal adhesions and pelvic adhesions with bilateral salpingo-oophorectomy on (B)(6) 2012, due to chronic pelvic pain, incarcerated umbilical hernia, and generalized abdominal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).